Event description:
The customer reported no audio at the information center. The device displayed visual alarms but no alarm sounds at a time when a red alarm was active. The device was in use monitoring patients. No adverse event was reported.